Manufacturer narrative:
E1: reporting institution name:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was battery failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was battery failure. This investigation is ongoing.